Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had no communication with the bayer contour link. The problem was isolated to the radio frequency board. The pump had cracked display window corners, cracked reservoir tube lip, broken belt clip slot and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. The customer stated that insulin squirted out during manual prime. The piston continued to move forward after reservoir contact and insulin squirted out. There were no numbers on the screen and there were no beeps. Prime was impossible and the customer tried different sets. The customer also stated that the pump was not getting date from the bayer contour link. Troubleshooting was not able to resolve the issue. The device was returned for analysis.